Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the legal manufacturer's investigation, the subject device was manufactured more than four years ago. It is likely that excessive force, such as degradation due to long-term repetitive use, or the user attempted to pull out the video connector without lowering the unlock lever, caused the video connector locking mechanism to fail and the electrical contacts became unstable. These events resulted in the intermittent image. Regarding the installation and removal of the video connector, the following is stated within the instructions for use: "push the video connector into the video connector socket of the instrument all the way in until it clicks, holding this instrument with a hand so that it will not move. Confirm that the "up" mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down".

Manufacturer narrative:
The suspect device was reported to olympus and evaluated. The reported problem was confirmed; a worn scope socket was identified, causing poor connection with the scopes and camera heads, resulting in the reported problem.

Event description:
A user facility reported to olympus an intermittent image issue when using the olympus, cv-190. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.